Event description:
The customer reported a noisy image during reprocessing involving an olympus gastrointestinal videoscope. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name -(B)(6) date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corroded air and water nozzle. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: noisy image was due to a malfunction of the scope connector. The most probable cause was traced to a component failure. The most probable cause of the corroded air and water nozzle was also traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.